Manufacturer narrative:
(B)(4).batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the green trocar in the circular stapler was broken. Stapler was never used on the patient. The procedure was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2020. D4: batch # u5al8v. Device analysis: the analysis results found that the cdh31p device arrived with no apparent damage. Neither the device nor the ancillary trocar have been used. The tip of the ancillary trocar was found to be deformed, confirming the product experience. No conclusion could be reached as to what caused the event reported. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.